Event description:
The local area representative received a call from a doctor to hurry in to help fix a ruptured aortic abdominal aneurysm on (B)(6) 2011. She needed a main body extension to fix another manufacturer's (gore) endoprosthesis which is what she thought she had. Eventually, it was discovered that the graft she had was with a zenith limb that had separated from a zenith main body. The iliac aneurysm, in which the graft had been placed for, ruptured. The zenith iliac limb had pulled out of the zenith main body. The gentleman subsequently came into the emergency room where he continued to bleed into his abdomen and went into cardiac arrest on two separate occasions. He was successfully resuscitated and taken to the operating room for repair. The physician had called the gore representative prior to calling the cook representative due to the impression that the graft was his graft. He arrived at the hospital before cook representative and when he arrived they had placed a gore limb into the separation and resolved the problem. Updated information received (B)(6) 2011: the patient came into the emergency department for abdominal and back pain. Which turned out to be from a ruptured iliac aneurysm, post endoluminal graft implant. He underwent repair of a separated graft within the right iliac artery. He is status post zenith endoluminal graft implant approximately 4 years ago. While in the emergency department he underwent a CT scan that showed a possible type ii or iii endoleak. A graft separation was not noted at that time. Upon return to the emergency department he went into cardiac arrest two separate times and was successfully resuscitated with fluids, drugs and blood products. He was rushed emergently to the operating room to repair a suspected ruptured aneurysm. Upon the initial angiogram it was discovered that the right iliac limb had become separated from the main body, and was contained in an iliac aneurysm that measured 10cm. The aneurysm subsequently ruptured and bled into his abdomen, most likely prior to arrival to the hospital. The limb was bridged and relined with a gore limb before the cook area representative arrived to the operating room. This action successfully contained the bleeding. The patient was then taken to the ICU where he died approximately 7 hours later. He was believed to be in fairly poor health prior to this event. In follow up discussions with the primary doctor, he made it specifically clear that this was not a cook graft failure or any graft failure for that matter, he said. He said that it was due to the poor arterial disease process of this man. He also stated that the advised the patient initially to have the procedure done open vs. Endo repair but the patient insisted it be done endoluminal. In short he made it clear that he did not have any concerns of the graft being at fault in the death of this patient. I also followed up with additional physicians who were both the doctors that treated this man during the rupture (primary physician was not available during the emergency). They also both stated to the area representative that this was not a graft issue but rather an issue of bad arterial disease process and they also stated that most likely there was "minimal" graft overlap within the main body and the limb which allowed for the separation.

Manufacturer narrative:
(B)(4) component separation. Event evaluation: still under investigation.